Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 061816: (B)(4) items manufactured and released on 19 february 2007. Expiration date: 2011-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Not yet explanted.

Event description:
The patient came in for thigh pain during work, difficulties in fast walking and impossibility to run. At x-ray examination, suspicion of secondary bone resorption with exposure of the psoas was detected. The surgeon suspected tendonitis of the ileo psoas tendon and micro-mobility of the femoral stem. The surgeon plannned a revision surgery due to thigh pain probably caused by tendonitis of the ileo psoas tendon.

Manufacturer narrative:
Additional information received on 25 april 2017 and includes: a wash-out has been performed. No implants have been revised and the psoas was not released. The additional surgery was completed successfully on (B)(6) 2017.